Event description:
It was reported patient received delayed therapy for ventricular tachycardia due to the device inappropriately diagnosing the arrhythmia as bigeminy. Shocks were disabled in vt-1 zone due to potential for excessive shocks to treat patients persistent vt. The patient recently had an unsuccessful vt ablation and another ablation was scheduled. The device is functioning normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.